Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports that an insertion handle, protection sleeve and drill sleeve were damaged during a procedure on an unknown date. It was noted the insertion handle was damaged previously but had not been reported leading to the protection sleeve and drill sleeve becoming damaged during a cephalic proximal fixation. It was noted the surgeon wanted to do one regular lateral-medial locking screw option at 0 degrees and one at 120 degrees, but ended up having to do one at 0 degrees and one at 135 degrees. It was unknown if procedure was considered completed successfully or if there was a surgical delay. Patient outcome is unknown. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing site: hägendorf. Release to warehouse date: (B)(6) 2009. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspection of the returned device performed identified that the drill sleeve is stuck inside the protection sleeve and was unable to be removed. Therefore, this complaint is confirmed. The returned device was manufactured in february 2009 and is over nine (9) years old. The relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The design and clinical risk management (dcrm) document was reviewed and adequately addresses this complaint condition. A relevant dimensional inspection could not be performed because the two devices are stuck together and were unable to be separated and therefore the pertinent features of interest could not be accessed for dimensional inspection. A definitive root cause for the two devices becoming stuck together could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.